Event description:
The customer experienced an event where he was "out of it". His blood glucose result was 259 mg/dl on the accu-chek compact system. Fifteen minutes later his blood glucose result was 44 mg/dl on the professional meter. He was treated with glucose and intravenous therapy (unk contents). He felt better 2-3 minutes following treatment. The customer was taken to the hospital. His blood glucose result was 100 mg/dl on the hospital's meter. The customer was given milk and water. New system sent and return requested.